Event description:
The lay user/patient contacted lifescan (lfs) on may 18, 2007 and alleged that her meter was reading inaccurately high. The patient tested her blood glucose while at work and obtained a result of 101 mg/dl. She does not recall the time of the result. She was not feeling well at the time of testing, however, she did not have anything to eat based on the result. She felt dizzy and lightheaded at the time. She called the paramedics (within 30 minutes) because of her symptoms and they obtained a result of 29 mg/dl. The time of the event was at 3:30 a.m. The patient was treated with glucose and given juice to drink. The patient suffers from frequent episodes of hypoglycemia; she does not have diabetes. She stated that she is not taking any medications for her condition. She does, however, use her meter to determine if she is becoming hypoglycemic. The patient stated that her symptoms worsened while waiting for the paramedics and she was unable to raise her left hand. The patient performed a control solution test, which passed. The test strips were in good condition and the codes matched. This complaint is being reported, as the patient alleged that she did not treat for low blood glucose based on the result received and soon after received a much lower blood glucose result on the paramedic's meter, which required medical intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.